Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after an interventional procedure via a 7fr sheath. Reportedly, there was a suture break. The proglide device was removed and hemostasis was accomplished with another proglide device. There were no adverse patient sequelae reported. The physician is reportedly trained in the use of the proglide device. No additional information was provided.